Event description:
Attempting to place PICC line. Needle inserted and blood obtained. Catheter advanced and needle removed. When attempting to split needle, needle did not split. Much of the plastic and all of the needle remained. Second person attempted to manually split needle using forceps while inserted maintained site to avoid loosing PICC. Able to remove all pieces with a great deal of difficulty, but when catheter flushed, a leak was noted at the hub connection requiring PICC line to be pulled. Second attempt resulted in same situation requiring line to be pulled. On third attempt decided to not use needle in kit and get individually packaged needle. Again when the needle was attempted to be peeled away, it did not completely separate requiring manipulation and peeling using forceps. This needle peeled easier and the PICC was successfully placed.